Event description:
Information was received that during testing of this smiths medical cadd solis vip pumps system fault error 44508. No patient involvement was reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be duplicated on the returned device. No fault found with the returned pump. The software was re-installed as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.